Event description:
It was reported that a power on reset (por) condition occurred. It was noted that the pt's ins device was near its end of life (eol). The ins had not been used for approx the previous four months, as the patient was unable to turn on the stimulation. The ins battery showed 2.64 volts on the day of this report. It was further reported that impedance readings were greater than 4,000 ohms on some of the bipolar pairs. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).